Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Customer reported blood glucose level was not impacted. Customer was able to clear the alarms and resume insulin delivery. It was confirmed that the customer has manual injections available as alternate insulin therapy.